Manufacturer narrative:
Patient information was requested from the customer, but customer refuse to provide.

Event description:
The customer reported the ventilator does not work on ac power, only works on battery. The customer reported the device was in use, but there was no patient harm reported.